Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resetting) has been confirmed. As received, the battery charger would not power on. The cause of the battery charger not powering on was an intermittent connection on bga flash memory chips u102 and u105 on the c/a board. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.

Event description:
A zoll pt svc rep (psr) called zoll customer support to report that a (B)(6) female pt's battery charger/modem was resetting. The pt was issued a replacement battery charger/modem.